Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) was reported as "high." The customer performed a correction bolus via pump to address the high bg and pump supplies were changed to address the occlusion issue.